Event description:
Pt here for phacoemulsification of cataract with lens implant. At the beginning of the procedure, the phaco machine read out that the ultrasonic handpiece had been primed and tuned appropriately. The phaco handpiece would not work when the surgeon tried to start the procedure. This handpiece was re-primed after the machine had been shut down and restarted. However, this handpiece would not tune. Another handpiece was utilized and this handpiece worked appropriately.